Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer's blood glucose level was 150 mg/dl. It also reported that the after insertion of new battery got unexpected restart alarm shortly. The customer reported that the error alarm did not occur during the prime sequence and insulin pump passed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm and external ram crc error alarm noted. No unexpected resetting time/date after changing battery noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.